Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 24, 2021. Corrected data: d4 - expiration date - corrected from ni to na. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow- up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) band aid brand adhesive bandages flexible fabric strips 10ct USA 381370056850 381370056850usa 381370056850us, (B)(4), lot number 1441b. (B)(4). Upc - 381370056850. Lot number 1441b. Exp - na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with band aid brand adhesive bandages flexible fabric strip. The consumer had a wound and used the flexible fabric product. After using it, she got a terrible rash and sought medical attention because of the terrible red rash. The health care professional stated it looked like allergic dermatitis. The consumers symptoms improved after she stopped using the product and the consumer was still experiencing the symptoms while reporting this event. Consumer was recommended to use a triamcinolone actinide cream for treatment.